Manufacturer narrative:
Additional information has been requested regarding the device brand name and model. This information has been made available as of the date of this report. Should further information be provided, a supplementary report shall be submitted. This report is submitted on january 7, 2020.

Event description:
Per the clinic, the patient experienced a loss of osseointegration of the device on an unknown date.